Manufacturer narrative:
Device passed displacement, rewind, prime/seating, force sensor, and occlusion tests; it failed basic occlusion test. No unexpected insulin flow blocked, no delivery, occlusion alarms or prime, rewind anomalies were noted during testing. After further review of the unit¿s interior, did not note any evidence of previous moisture presence or corrosion on any of the electronic boards or assemblies. The basic occlusion failure is due to a problem with the electronics.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump received insulin flow blocked alarm. Customer¿s blood glucose level was 21 mmol/l. Troubleshooting was performed. Customer was tried different cannula lengths. Customer stated that the tubing was not bent or kinked. Customer stated that they were tried all remedies. Customer was advised to the insulin pump would need to be replaced, to retrieve, save insulin pump setting, and to revert to backup plan. The insulin pump will not be returned for analysis.